Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii against right device. Device remains implanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii against right device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, wear abrasion, observed 40 mm dark patch edge material inside gel device and white particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted and replaced.